Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f6 and h10), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion occurred. It was reported that nrg rf transseptal kit selected for left atrial appendage closure (laa) procedure. Pericardial effusion was noted by tee physician at the end of the watchman procedure leading to a pericardiocentesis, located around right ventricle (rv). The effusion occurred during use of an non-boston scientific wire with truseal and a 31mm watchman device involved. It was managed with pericardiocentesis, removing 200 cc of bright red blood. Despite the effusion, the device was successfully deployed. A non-boston scientific pigtail catheter and nrg transeptal puncture device were used. Procedure was completed using original device. The patient was stable and expected to fully be recovered, and they were admitted to the hospital. The device is not expected to be returned for analysis. It was further reported that the device was disposed. It is confirmed that pericardial effusion resulting in a pericardiocentesis procedure. It was noted a difficult sheath exchange with wire looped on itself. It was further reported that that a small effusion was noted at start of the procedure, moderate effusion noted at the end of procedure, it was larger effusion at the end of the case. Patient was upgraded to intensive care unit (ICU) from the procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was pericardial effusion occurred. It was reported that nrg rf transseptal kit selected for left atrial appendage closure (laa) procedure. Pericardial effusion was noted by tee physician at the end of the watchman procedure leading to a pericardiocentesis, located around right ventricle (rv). The effusion occurred during use of an non-boston scientific wire with truseal and a 31mm watchman device involved. It was managed with pericardiocentesis, removing 200 cc of bright red blood. Despite the effusion, the device was successfully deployed. A non-boston scientific pigtail catheter and nrg transeptal puncture device were used. Procedure was completed using original device. The patient was stable and expected to fully be recovered, and they were admitted to the hospital. The device is not expected to be returned for analysis. It was further reported that the device was disposed. It is confirmed that pericardial effusion resulting in a pericardiocentesis procedure. It was noted a difficult sheath exchange with wire looped on itself.

Event description:
It was pericardial effusion occurred. It was reported that nrg rf transseptal kit selected for left atrial appendage closure (laa) procedure. Pericardial effusion was noted by tee physician at the end of the watchman procedure leading to a pericardiocentesis, located around right ventricle (rv). The effusion occurred during use of an non-boston scientific wire with truseal and a 31 mm watchman device involved. It was managed with pericardiocentesis, removing 200 cc of bright red blood. Despite the effusion, the device was successfully deployed. A non-boston scientific pigtail catheter and nrg transeptal puncture device were used. Procedure was completed using original device. The patient was stable and expected to fully be recovered, and they were admitted to the hospital. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.